Event description:
The report stated that during a procedure the device locked on tissue and would not release. The surgeon cut the tissue around the device and removed it.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.